Manufacturer narrative:
Analysis of the returned neurostimulator model 37711 serial #(B)(4) showed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer's representative reported that they trouble with coupling and had telemetry issues with the patient&#62688;implantable neurostimulator (ins). The ins would not charge even after multiple representative spent many hours with the issue. The ins was visible and was not deep as the patient was thin. It was noted that the patient was receiving good stimulation. A check of the recharge codes appeared to show a successful communication code (code 0) an x-ray and all possible diagnostics tests were performed and it was determined the ins was not flipped. Additional information received on aug. 11, 2016 reported that the patient had let the ins deplete and it could not be interrogated. It was unsure of the depletion time frame but it was less than 3 months. Further information received on aug. 17, 2001 reported that the representative was unable to produce a recharge connection and the ins would not, event after spending many hours with two representatives for the issue. The ins depletion was not normal. The patient demanded a new ins. Additional information received on july 8, 2016 from the healthcare professional (hcp) reported that it was discovered right away that the ins never worked and was immediately removed and replaced. The indication for use for the implanted device was noted as failed back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.